Event description:
A do not resuscitate, do not intubate pt was on a [bi-phasic positive airway pressure] with a portex breathing filter in line. Pt hx [pt history] of multiple respiratory disorders. The pt took bipap mask off of face and o2 [oxygen] sats dropped rapidly. The bipap alarm never activated. The pt was also on a pulse ox [oximeter] which did alarm and alert staff. Biomed evaluated bipap and could not get it to alarm. Working with representative by phone, troubleshooting showed that the portex filter was clogged to the degree of showing a back pressure, but still allowed the air to flow through to the pt. The filter was replaced and alarm sounded as programmed.